Manufacturer narrative:
The review of previous complaints revealed that the bottom cover may detach when the ceiling lift is hit by any object (wall/ any obstructions on the way of transfer, rough movement along the rail, etc.). This impact can cause the cover to loosen over time. According to the information gathered, the customer manually slid the lift back onto the charger instead of using the rtc (return to charge) function. This action can contribute to unintended pressure on the casing. Staff have since been instructed to use the remote control when docking the lift onto the charger to prevent recurrence. To sum up, there was no indication that the maxi sky 2 was used to transfer the patient when the cover detached. The device did not meet its specifications. The complaint decided to be reportable due to the bottom cover detachment. D4. UDI: no UDI information is available, the device was manufactured before UDI implementation.

Event description:
The bottom cover of the maxi sky 2 ceiling lift detached. There was no indication regarding patient involvement. No injury was claimed. The bottom cover was refitted. No component failure was observed.